Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized to have blood glucose (bg) levels monitored (bg value not provided). The customer declined troubleshooting with tandem technical support, and declined to provide additional information.